Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con): information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an advanced evaluation trial device for gastrointestinal/pelvic floor therapy. It was reported that the patient had signs of infection and pain at lead insertion, pocket, and external wire exit sites. Intraoperatively there was pus at all 3 sites. The physician removed all implanted devices and copiously irrigated the site. No further complications were reported or are anticipated.